Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17076969. The customer provided a photograph of the affected sample; analysis of the photograph identified the sample in two pieces; separation occurred at the point where the female luer adapter (fla) meets the clear body of the smartsite . As part of the feedback the customer confirmed that the product had been disinfected with povidone-iodine prior to use. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17076969 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the flow through the ll vlv adpt(stand alone) was occluded and completely prevented fluidic fill in and fill out. The following information was provided by the initial reporter: "when the 2000e connectors were used the next day or the third day, the nurse found that 22 smartsite connectors were completely prevent fluidic fill in & fill out and the connector was broken. Through communication, it was found that there were no problems in using method. These affected products were the same batch. It is recommended to inspect the connector of this batch. A total of 102 samples were got, of which 98 samples were unopened and 4 samples were clogged."

Manufacturer narrative:
2000e china 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.- k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flow through the ll vlv adpt(stand alone) was occluded and completely prevented fluidic fill in and fill out. The following information was provided by the initial reporter: "when the 2000e connectors were used the next day or the third day, the nurse found that 22 smartsite connectors were completely prevent fluidic fill in & fill out and the connector was broken. Through communication, it was found that there were no problems in using method. These affected products were the same batch. It is recommended to inspect the connector of this batch. A total of 102 samples were got, of which 98 samples were unopened and 4 samples were clogged."